Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm when inflated for 3 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.